Manufacturer narrative:
The investigation of the returned control and monitor pc boards and evaluation of received device logs has been completed. The boards subjected to corrosion were replaced as a precaution. No other problems were reported and the received device logs contained no technical errors related to the returned pc boards in the last few years. A visual inspection confirmed the reported corrosion problem. The control pc board was especially subjected to corrosion. It is not known how the corrosive substance, e.g. Moisture or liquid, had entered the customer's ventilator and ended up on the pc boards. No other ventilator hardware was affected. Simulated use testing of the returned pc boards in a reference ventilator with a test lung for two days, did not give indications of any deviations and several pre-use checks passed without remarks. Since the nebulizer output stage on the control pc board was especially subjected to corrosion, a nebulizing program was initiated. It completed without any deficiency noted. The conclusion is that the returned control and monitor pc board were found to be within their specification.

Event description:
(B)(4).

Event description:
It was reported that corrosion was found on two printed circuit boards during preventive maintenance of the ventilator. There was no patient involvement. (B)(4).

Manufacturer narrative:
The ventilator has been investigated on-site by our field service engineer. The two printed circuit boards with corrosion were exchanged and will be returned for investigation. A supplemental medwatch report will be submitted when the investigation is completed.